Event description:
After pipetting an hbc plate on summit it was observed that no sample/no diluent was added to well a2. No error was generated by the summit. No death or serious injury was associated with this incident.